Event description:
The customer reported having problems with delivering insulin. The blood glucose reading at time of call was 317mg/dl. The caller stated that based on the ranges established by the doctor his glucose level is elevated. The caller mentioned having no delivery alarms and the cannula was bent the past week. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The customer experienced excessive urination and blurry vision. During the call, the caller stated that he usually leaves the site in until the reservoir is empty, which it can be four to five days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.